Event description:
Patient called to report patient experienced a hypoglycemic event and did not require medical intervention. Patient awoke on his own and was able to treat himself with potato salad. Patient reported feeling fine.

Manufacturer narrative:
Patient reported the incident occurred between 1:30am and 7:09am on (B)(6) 2013. Per the receiver report, the device select low alarm was first triggered at 2:58am and continued to alert until 5:43am. Patient reported bg reading was 50 mg/dl at 1:39am. The cgm reading at that time was 195 mg/dl. Per event log, patient administered 50 units of insulin at 12:20am. The diagnostic chart showed a downward trend in bg levels beginning at 1:23am. The rate of change arrows displayed whether the readings were falling 1-2 mg/dl each minute or 2-3 mg/dl accordingly.